Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. One encor probe was returned for evaluation. The vacuum tubing and sample chamber were not returned. In-house sample chamber and tubing were used for evaluation. The probe was attached to the driver and calibrated without issue. The probe was inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain all 6 samples without issue. No error was displayed on the console during testing. No unusual noises were heard during testing. The complaint investigation is unconfirmed for failure to obtain samples, as the probe was able to obtain all samples without issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The current instructions for use (IFU) states: complications: complications that may be associated with the use of the encor biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, after five sample acquisitions, small pieces of tissue samples were collected. Disposable components are not exchanged prior to every procedure. The procedure was rescheduled and completed the following day successfully. There was no patient injury reported.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.